Manufacturer narrative:
The scissors cev607 was received for evaluation: the scissors doesn't cut, there is too much clearance in the blades. The device was returned to the manufacturing site for sharpening in january 2021. This defect was not observed during the last repair, and the pin was not changed. The evaluation verified the complaint as valid. This issue is due to an improper handling of the device during the use or the reprocessing.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 2523190-2021-00047, 2523190-2021-00048, 2523190-2021-00049. A facility reported that during use, the scissors insert cev607 was not sharp enough. No patient injury or death alleged, and it is unknown if the event led to an increase of surgery time.